Event description:
Following an atrial fibrillation ablation procedure, a tamponade occurred. The patient had already left the recovery room and was in stable condition when the tamponade was noticed there were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown. The cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.